Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported that the blue valve is stuck and they are unable to push medication or saline through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced flow issues, and was clogged. The following information was provided by the initial reporter:unable to push medication or saline through tubing.  There appears to be a blue valve that is stuck and it takes multiple attempts to get the part to work so fluid can move through the tubing.  Often have to discard and open a new tubing set.  Some work easily and some do not work at all.  Ed rns contacted since they use the same product and they have the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced flow issues, and was clogged. The following information was provided by the initial reporter: unable to push medication or saline through tubing.  There appears to be a blue valve that is stuck and it takes multiple attempts to get the part to work so fluid can move through the tubing.  Often have to discard and open a new tubing set.  Some work easily and some do not work at all.  Ed rns contacted since they use the same product and they have the same issue.